Event description:
It was reported this pt was undergoing treatment for a duodenal ulcer. During the use of this injection gold probe, the tip and approximately 2cm of the guide tube detached and was retrieved from the pt using a snare. The procedure was successfully completed and there were no reported pt complications. MFR's follow-up indicated the pt expired from an unrelated cause approximately one week after this procedure. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Manufacturer believes pt anatomy and/or user technique may have contributed to this event. However, manufacturer is unable to determine the relationship between the device and the cause for this event.